Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left workstation monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' left workstation monitor would blank out. No pt injury was reported.